Event description:
Contact reported that while placing a cervical crown on a patient one of the skull pins became stuck, and could not be advanced or removed. The next day the crown was removed and replaced with another. As the problem could not be quickly resolved an MDR being filed to document this event.

Manufacturer narrative:
Product has not yet been returned for evaluation. It is unlikely that we will be able to determine a root cause at this time. An event of this nature can occur if the pin is cross thread into the crown. If the device is returned and an evaluation concludes something other than what is stated above a follow up report will be filed.